Event description:
It was reported that a perforation occurred in the left anterior descending (lad) coronary artery from high pressure dilatation with a non-compliant (nc) balloon. A 3.50x16mm graftmaster was advanced, but failed to advance to the perforation, so it was removed without issue. Then a 2.80x16mm graftmaster was attempted, but also failed to advance to the perforation, so it was removed without issue. Finally dilatation was performed with an nc balloon and a new 2.80x16mm graftmaster was able to successfully seal the perforation. There was no adverse sequela or a clinically significant delay in procedure. The patient was discharged without any complications. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other graftmaster device is filed under a separate medwatch report number.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.